Manufacturer narrative:
Date of event (B)(6) 2017. The device was received and evaluation was completed. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the reported event. The event history log review was completed and noted no evidence of improper shutdown in the log however it was observed that there were multiple system error 110's that occurred during infusion processes and caused the device to power off. The customer reported symptom of "shut off during infusion" was verified as an interruption caused by a system error 110. The reported issue could not be reproduced during the device evaluation. A visual inspection was performed and identified movement of the motor shaft within the motor. The device was determined to not meet all product specifications related to the reported event. The cause was determined to be the motor shaft and the motor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off during an infusion in the neonatal intensive care unit (medication, dose, rate and volume unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.